Event description:
It was reported that the patient had a recorder implanted and is now is having discomfort and pain greater than the expected severity and duration outlined in expected events for the (B)(4) study - management of new-onset postoperative atrial fibrillation utilizing implantable loop recorder technology to observe recurrence of af (monitor-af). Follow-up was conducted and from the information obtained, it was reported that the pain has improved and no additional medications were given other than the post bypass medications. The recorder remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.